Manufacturer narrative:
The returned product was not analysed as the complaint of migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR. Report #s 1627487-2010-10142, 1627487-2010-10143,1627487-2010-10144,1627487-2010-10146. The patient received the scs system on (B)(6) 2010 consisting of the ipg, 2 quattrode leads, one octrode lead and one lead extension. It was reported the patient was experiencing discomfort around the ipg or extension implant site. The entire scs system was removed. Upon removal, it was noted that one of the leads had migrated. The physician reported that the position of the lead extension behind the ipg could have been a contributing factor to the pt's discomfort.